Event description:
A medtronic representative reported a precision aiming device that does not lock tight when the screw is tightened. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement biopsy guide shipped to site 10/01/2013. Medtronic investigation of returned suspect device finds that, as reported, the guide does not lock down completely when the lower screw is tightened. Age of the device is a consideration, as well. Mechanical failure, malfunction, directly caused the event.